Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose was 500 mg/dl. The customer kept receiving an insulin flow blocked. The customer stated that the insulin exited during prime. The customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.